Event description:
It was reported that an arteriotomy closure of the heavily calcified and scarred right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure in the superficial femoral artery (sfa). Reportedly, when the plunger was retracted a cuff miss occurred. The vessel was re-wired and the device was removed. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the right common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate medwatch MFR number.